Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue - a transducer fault and a motor fault has occurred on the unit. Vyaire field service representative (fsr) evaluated the device on-site, and found that all cables inside were disconnected. The motor fault alarm disappeared when the turbine was replaced but the xdcr fault alarm was constant. The main board was then replaced and no alarms were now present.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that a transducer fault and a motor fault has occurred on the vela ventilator. There is no information of patient involvement associated with the event as of this time.